Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag was leaking from the ¿center port ridge¿. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and leakage was observed at the front of the bag from the dot part of letter ¿I¿ where the word (B)(6) was printed and ink printing defects were observed in the same area of the leak. Microscopic inspection of the area where the leakage occurring during testing was performed and a hole was noted. The reported condition of a leak at the port was not verified; however, a leak was detected where the label is printed. The cause of the leak was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.